Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6), the patient's mother reported that her son was feeling dizzy and went to see the school nurse. The nurse checked for ketones, which were found to be at a moderate level, and subsequently sent him to the hospital. Earlier that morning, at 7:00 am, an alarm indicated "pod expiration" and "no active pod," as the pod had been worn for more than 48 hours on the hip/buttocks site. At the hospital, the patient received IV treatment.